Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients incision site was having a discharge. The physician did not think that the pocket was infected. The patient was prescribed with antibiotic and added an extra stitch to the incision to help it close. The patient was doing well and no additional step was planned.